Event description:
Customer reported receiving a reading of 354 mg/dl on her freestyle lite blood glucose meter, self-administering insulin and subsequently experiencing diaphoresis, becoming non-coherent, non-responsive and losing consciousness. Customer was given glucagon by her spouse and self-treated by ingesting a sugar tablet, drinking juice and eating food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The device and test strips (lot no: 0907701) have been returned and an investigation using approved control solution has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. The reading of 354 mg/dl was found in the meter's internal memory log.